Event description:
Boston scientific received information that this patient¿s right atrial lead and pacemaker exhibited a low out of range pacing impedance measurement of 180 ohms and loss of capture post cardiac surgery. Some oversensed noise was also observed. The patient had external pacing wires, so no pauses or asystole were noted. The physician reprogrammed the system to vvir 60-120 beats-per-minute and everything remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.